Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. It was alleged that the flow stopped while in use by a tppv patient. The hospital replaced the device with an alternative device, and no harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. However, the error code was confirmed to have occurred. The device's system board and blower assembly were replaced to address the issue. The device went through final testing, battery check, valve check, and a cleaning to confirm the unit operated properly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was alleged that the flow stopped while in use by a tppv patient. The hospital replaced the device with an alternative device, and no harm or injury was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.